Event description:
It was reported post implant there was no capture on the ventricular lead. The lead was replaced. During the lead revision it was found the atrial lead was dislodged. The atrial lead was repositioned. When the leads were connected to the device there was no output, but showed pacing markers. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) pacemaker 2013 (B)(6); 4074-58 implantable tachy lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.